Manufacturer narrative:
The device was repaired and the customer was sent a replacement.

Event description:
It was reported that during evaluation of the unit the heater was drawing excessive current. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.